Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead had a shocking impedance greater than 125 ohms. All other lead measurements are excellent and steady. A boston scientific technical services (ts) consultant recommended performing isometrics to look for noise and testing the integrity of the lead. To date, there have been no reported patient symptoms associated with this clinical observation. Additional information received stated that the patient was to been seen after the holidays for defibrillation threshold testing. Subsequent information indicates that this product was explanted for an unknown reason as it was returned.

Manufacturer narrative:
Upon receipt at the post market quality assurance laboratory, visual inspection revealed that 2 segments of the terminal connectors were returned. The df-1 proximal leg was severed 4.2 centimeters from the pin and the is-1 leg was severed 4.2 centimeters from the pin. There were setscrew marks noted on all terminal connectors. The portions of the product returned were found to be electrically continuous. The clinical observation was unable to be confirmed during laboratory testing as only a portion of the product was returned.